Event description:
It was reported that the product came loose when being used with patient. No patient injury was reported.

Manufacturer narrative:
Other text: device evaluation: a photograph of the device/sample was analyzed. The photo analysis confirmed the reported failure. The luer male is loose to the tube assembly. The root cause of the reported failure cannot be established. No corrective actions will be implemented. There were no relevant findings detected in the DHR.

Event description:
It was reported that product came loose when being used with patient. Not provoked, no movement. No adverse patient effects were reported.